Event description:
Child with tracheotomy (child coughing) meeting resistance with suctioning. When attempted to change trach, it was noted that the packaging was marked as #4 bivona pediatric trach. Problems ensued when it was noted that in actuality, the trach was a neo-natal one and the packaging was inappropriately marked. Manufacturer - smith medical - lot# cl85305, part# ft10en40nna010n. (B)(4) supplier was notified.